Event description:
The iab leaked. This was the only info at the time of the report. On 3/6/98, datascope was notified that the iab would not be released to datascope at this time. Event complication: unknown - reported 3/3/98. Pt's current status: unk - rpt'd 3/3/98.